Manufacturer narrative:
Concomitant medical products: 50ml baxter bag lot number p340000 of sodium chloride; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from hole in tubing during a remicade infusion, 250ml. The infusion was initiated at 1600 and found at 1700 to have less in the bag than expected; the pump read 125ml infused. The infusion completed at 1719 with 169.46ml total volume infused. A leak in the tubing was noted when the pump and tubing were being replaced. There is no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 50 ml baxter IV bag of 0.9% sodium chloride injection; exp date sep 16; therapy date (B)(6) 2016. The customer¿s report of a leak in the tubing was confirmed. No anomalies were observed during initial visual inspection. Functional and pressure testing confirmed a leak from a pin-hole tear on the silicone segment near the upper fitment. The cause of the leak was a pinhole tear near the upper fitment. The cause of the pinhole tear is unknown.